Manufacturer narrative:
Follow-up # 1 the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) alleging that her onetouch ultra 2 meter was reading inaccurately low compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained when cca listened back to the original call. The patient reported that the alleged inaccuracy began on ¿(B)(6) 2015 at 10pm.¿ the patient reported obtaining an inaccurate low blood glucose result of ¿86mg/dl¿ on the subject meter, compared to ¿136mg/dl¿ on another (onetouch ultra2) meter, performed within less than 30 minutes of each other. The patient manages her diabetes with insulin (self-adjuster) and took more food/drink as a result of the alleged product issue. The patient reported that ¿15 -20 minutes¿ after the alleged inaccuracy began the patient developed symptoms of ¿incoherent and confused¿. The patient reported that on an unspecified date/time she attended emergency room (ER) and was treated by a health care professional (hcp) with a ¿glucagon injection.¿ at the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, the correct testing steps were used and the sample was taken from an approved sample site. Cca noted that the test strips the patient was using were expired. Replacement products were sent to the patient. Based on the information provided; this complaint is being reported based on the following conclusions: the alleged product issue with the lfs device could not be ruled out as a cause or contributor to this event. The patient did develop symptoms suggestive of a serious injury and the treatment received suggests that the patient¿s condition deteriorated as a result of not being able to test their blood glucose accurately; therefore the alleged product issue may have contributed towards symptoms indicative of an acute diabetes excursion.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.